Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the patient has high impedances and the patient cannot adjust the intensity for their therapy. Patient experienced a loss of stimulation. Rep reprogramed to avoid and not use the high impedance electrodes. Cause of the issue is not known. Lead to be replaced, but not scheduled as of now.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was having problems with the ins because half of the electrodes had failed and the medtronic rep took the ones that failed offline. Pt was in the process of getting surgery to replace the medtronic device in the next month. Pt had been working with the medtronic rep for months and the failures started probably about 8 to 10 weeks ago by the medtronic rep. Then as of 3 weeks ago 6 of the 18 electrodes were was unusable. Pt had met with a neurological surgeon and they noticed from the x-rays and on the MRI scans on their back that their paddle had dropped one sector over from the last year. Pt noted the device was still working but half the leads were not usable. Pt noted this had been going on for a while and they had been working with their medtronic rep for the past year to get sti mulation where their back pain existed. The medtronic rep used lower bottom leads to get sensation on their back in the pts shoulder blades where their pain was centered, it was great but in process of doing that the pt was also getting programs set with parameters but that was when the electrodes failed; pt then noted that they noticed these issues in the last year maybe 3 months ago.

Manufacturer narrative:
Continuation of d10: product ID 977c290. Serial# (B)(6). Implanted: (B)(6) 202: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.